Manufacturer narrative:
The condition of constant downstream occlusion was confirmed and duplicated due to the pump being out of calibration. The pump was re-calibrated to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). After further investigation by baxter quality engineering, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
The facility representative reported to baxter (B)(4) technical services one ipump in which a constant downstream occlusion occurred. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available.